Event description:
It was reported that the device was checked due a vibration. The ventricular impedance increased. X-ray showed the connector pin seemed to be inserted properly. When the pocket was manipulated, the threshold increased and v-sense was lost. Pocket was re-opened and no noise was observed when un-plugging the v-lead. When removing the distal setscrew v-sense was lost completely. The physician suspected loose connection. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed high impedance via review of the device's diagnostic data. The device was tested on the bench using the automated testing system. No anomalies were found. Rv impedance was normal at all times. It is believed that the high impedance may have resulted from a poor connection between the lead and the device header.